Manufacturer narrative:
"The following devices were also listed in this report: triathlon bushingsaxle stdassemblypack; cat # 5612-3-000; lot # x70nkk. Triathlon hinge bumper neutral; cat # 5612-4-000; lot # errck9d. Triathlon hinge b/plate size 2; cat # 5612b200; lot # ynl6h. Triathlon sym cone aug sz b; cat # 5549-a-120; lot # 2xl11. Triathlon cemented stem-9mm x 50mm; cat # 5560-s-109; lot # 1224108e. Tri hinge tib bearing sz 1-2; cat # 56120001; lot # a01405a. Triathlon hinge femur 2r; cat # 5612f202; lot # sjd2p. Tri cemented stem 12mmx100mm; cat # 5560-s-212; lot # 0115252e. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience." Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: patient revised due to possible infection. No other information available due to hospital policy. Right knee.